Event description:
A us distributor reported that the lifevest was digging into the patient's shoulder causing neck pain. The patient sought treatment from his physician. The physician recommended that the patient removed the lifevest periodically to alleviate the pain. Further attempts to follow up on the patient's status were unsuccessful.